Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out" even after replacing the batteries with new ones. The patient's blood glucose level was over 500 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they had taken a steroid injection in his back. The customer was informed that they should expect their blood glucose levels to be around 500 mg/dl sue to the shot they took. The customer was assisted with clearing the alarm and reprograming the time and date on their insulin pump. The customer will contact their health care provider about their high blood glucose. The customer did not return the product back for analysis.